Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03903 / 03904).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004 and a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013 and a left hip revision procedure on (B)(6) 2013. The modular head was removed and replaced in both revision procedures. Additional information provided in patient medical records indicates the left hip revision on (B)(6) 2013 was due to pain and osteolysis. The patient's operative report noted fluid, implant rotation, and brownish discoloration from metallosis. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2013 was due to pain and osteolysis. The patient's operative report noted metallic debris which was dark in color and fine granules, osteolytic debris, and a cyst. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004 and a left total hip arthroplasty on (B)(6), 2005. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013 and a left hip revision procedure on (B)(6) 2013. The modular head was removed and replaced in both revision procedures. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.